Manufacturer narrative:
(B)(4). Load/unload divertor contamination. An abbott field service engineer (fse) was dispatched to the account. The fse cleaned the load/unload diverter which had accumulated dried yellowish residual material. The fse indicated that residual material around the load/unload diverter can be the cause of false elevated results. The fse also swapped, and lubricated the sample and stat pipettors and tightened the connections. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual and the architect b-hcg package insert were reviewed and were found to adequately address the issue of erratic results. The investigation did not identify a product deficiency.

Event description:
The account stated that the architect i2000sr analyzer generated a false positive b-hcg results. An initial result of 47.63 miu/ml was generated. The result was questioned and repeated with a negative result of <1.20 miu/ml generated. A new sample was obtained from the patient and was run 4 times with negative results generated. There was no report of impact to patient management.